Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 0 degrees on the non-cavity ID end with the ports positioned at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle a looped fiber was noted coming from the potting surface and looped back up to the potting surface and back down where the end of the fiber extended from the bottom of the potting surface measuring 3.06mm from the same area as the leak. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility medical doctor (md) reported that an internal dialyzer blood leak occurred forty-fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The complaint device was reported to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: the a1 date was inadvertently submitted in initial as (B)(6) 1966, however the correct become aware date is (B)(6) 1965.

Event description:
A user facility medical doctor (md) reported that an internal dialyzer blood leak occurred forty-fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The complaint device was reported to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility medical doctor (md) reported that an internal dialyzer blood leak occurred forty-fifteen minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The complaint device was reported to be returned to the manufacturer for evaluation.